Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) visited onsite and found that the system was not booting up. As a troubleshooting action fse found that short circuit is the cause of the fuse to blow. Fse found a fuse was blown in the control cabinet which was causing some components to not power on. To resolve the issue fse replaced the ethernet switch which was causing fuse to blow. After replacement of the ethernet switch, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.